Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm and blank display. The customer¿s blood glucose level was 200 mg/dl. Customer received a low battery alert prior to the replace battery now alarm. The customer was assisted with troubleshoot for blank display. Customer states the display was blank less than 30 seconds. The insulin pump will not be returned for analysis.